Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Manufacturer reference number: 1627487-2020-49244. It was reported that the patient had a fall and experienced discomfort at the anchor incision sites. As a result surgical intervention took place and the physician explanted the anchors.